Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller reported that the ventilator alarmed due to not being able to give breaths. They decannulated the pt and recannulation was required with a 6dfen. The caller states that removed tube was twisted to the left at the fenestrations and that the distal tip looked like it was melted and pinched closed, but not totally occluded. The pt tolerated the trach change and there was no significant clinical event.